Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one to two hours post leadless implantable pulse generator (ipg) implant procedure, the patient experienced a perforation with tamponade. An emergency drain was performed and 300cc was removed. The patient was prepared for cardiothoracic surgery but was pronounced deceased minutes before going to the operating room.